Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional catheter where the force values wouldn¿t display and blood was found into the catheter tip. The returned device was visually inspected upon receipt, and reddish material was confirmed to be in the pebax area. Per this condition, scanning electron microscope (sem) analysis was performed over the pebax, which exhibited evidence of pinholes and scratches. It is possible that unknown objects hit and ruptured the pebax. Also per the reported events, the catheter was evaluated on the carto 3 system, where it was recognized with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The catheter was then subjected to a screening test and force calibration check. The catheter passed both tests. The force feature was working properly, and the force sensor values were found within specifications. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding blood in the tip was confirmed. The pebax was found damaged, but based on available analysis results, it cannot be identified whether the issue is related to an internal or an external cause. The customer complaint regarding force issues could not be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional catheter where the force values wouldn t display and blood was found into the catheter tip. The issues with the catheter did not lead to any wires or internal components being exposed. Sheath information is unknown. It is also unknown if there was difficulty maneuvering or withdrawing the catheter from the patient. The catheter was replaced with a similar one, and the case continued without any patient consequence. When no force values are displayed, the procedure can still be completed without relying on force data. The potential that this issue could cause or contribute to an adverse event is low. This is not an MDR reportable event. On (B)(6) 2016, the bwi failure analysis lab confirmed the presence of a reddish material under the pebax area of the catheter, but found no damage to the pebax itself. If material is found under the pebax, but the pebax integrity is maintained, the potential that it could cause or contribute to an adverse event is remote. As a result, this was also not an MDR reportable finding. However, on (B)(6) 2017, scanning electron microscope analysis was performed on the catheter, and it was found that the pebax did, in fact, exhibit evidence of scratches and pinholes. Exposure to the internal catheter components creates the risk of thrombus formation in the patient. As a result, this event is MDR reportable. The awareness date for this record is (B)(6) 2017, as that is when the reportable failure analysis findings were discovered.